Event description:
It was reported while preparing to load the stretcher and patient into the ambulance, the stretcher tipped to the side. It was reported the patient was injured; however, details of the alleged injury and any needed medical intervention was not provided. Furthermore, no additional details were provided about the incident. The stretcher was removed from service pending evaluation. An authorized field technician was dispatched to conduct a visual and functional evaluation of the stretcher and there was no indication of equipment failure that would have caused the incident nor was there any evidence of equipment damage from the tip. This incident occurred in canada.